Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit. The fse reported that the batteries charged in another machine and were found to be ok. Running the all-manifold test, in which the deep vacuum test also failed and the safety disk was found expired. Upon another visit, the power management board, safety disk, and muffler were replaced. The device passed the all-manifold test successfully but the battery problem continued and required more testing. Another visit resulted in the power slot interface board to be replaced. This resolved the issue and device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Additional information: due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) was not working on batteries during routine check. There was no patient involved.